Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that battery tray was replaced. The imaging system then passed the system checkout and was found to be fully functional. (B)(4). Other relevant device(s) are: product ID: bi71000163, serial/lot #: none, if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that¿the system is having battery issues.-red flashing light on battery indicator-charger card 1 error in the logs- low battery error in the logs. There was no patient present.